Manufacturer narrative:
Date of event: unknown. Investigation summary: it was reported there are missing scale markings on the syringes. To aid in the investigation, nine samples and six photos were received for evaluation by our quality team. Seven samples came in sealed packaging blisters and two samples came in opened packaging blisters. A visual inspection was performed. Seven samples have the syringe barrel with a black ink ring printed at 1" from the barrel flange. The other two samples have no defects or imperfections. The six photos provided show the samples received. One of the photos shows a syringe without scale markings. A device history record review was completed for provided material number 309653, lot number 2066198. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the printing process was performed. The settings were correct, the dr blade was good and the flow of products was acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe was missing its scale markings. The following information was provided by the initial reporter: "bd1 - 309653 - black rings on the outer/inner part of the syringes."